Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is experiencing fluctuations in sound quality and loudness.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Other damage found is likely attributable to the explantation surgery. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient is experiencing fluctuations in sound quality and loudness, especially when moving his head. The patient was re-implanted.